Manufacturer narrative:
Unit received with loose and cracked retainer, however p-cap / reservoir locked properly. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer had loose ring on reservoir compartment. It was reported that the infusion set had bent cannula and experienced high blood glucose level on insulin pump. The customer¿s blood glucose level was 19 mmol/l. The insulin pump will be returned for analysis.